Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and performed an initial check on the unit. The volume for 20 ml vte (end-tidal volume) and 500 ml were out of specification. All the transducers were calibrated followed by an ovp (operational verification procedure). The unit passed all tests and is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that power surge occured on vela ventilator while connected to a patient, resulted to volume inaccuracy. There was no harm reported.